Event description:
The hospital reported that during a coronary artery bypass graft surgery, several heartstring seals did not unfold once they were deployed in the aorta, as a result, the units would not seal. Replacement devices were used to complete the cases. No pt complications were reported. Since the hospital did not provide the number of failures, the lot numbers, the date of the occurrences or any failed devices for investigation, only one report will be submitted for the reported information.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.